Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced vomiting, cramping and abdominal pain. The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 110 mg/dl, and the blood glucose reading was 554 mg/dl. The patient was treated with a solution with electrolytes, insulin, potassium, and glucose. The patient was discharged after 2 days. At the time of the report the patient was still feeling weak, but it was understood that the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.